Event description:
Pt used 1 tampon and became dizzy, confused, had rash on face and trunk, coughing, vomiting, diarrhea, runny nose, backache, headache, racing heart, fever, low blood pressure, low potassium. Pt was first seen in dr's office, then transported by ambulance to the hosp. Pt was hospitalized for 3 daus and discharged to home. Pt made a full recovery.